Manufacturer narrative:
Updated information: d6b explant date added.

Manufacturer narrative:
Added: d3, g1. Corrected: d4 (serial). Device in wrong position : the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d1 brand name updated additional information provided states that the once the device was repositioned, the issue resolved. The device will not be returned.

Event description:
The complainant reported that during impella cp support, the impella cp displayed a placement signal low alarm. A point-of-care ultrasound was performed, which showed the impella cp positioned deeper than expected. The device was repositioned to an appropriate position, and the alarm resolved. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.